Event description:
Suction tested from wall to recepticle and good suction obtained. Blockage found where tubing from pt hooked up to recepticle. Blockage was a foil gum wrapper. Possible pt aspirtion.